Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the nurse checked the opening and closing of the device's jaws. Then the handle was not able to move prior to the first firing. It was noted that the event occurred during the procedure, but the product was not used for the patient. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a 3.5mm single-use loading unit single use loading unit(sulu). There were no visual or functional abnormalities noted during pmv testing. Since the sulu was not returned with the instrument a pmv representative sulu was used for functional testing. The representative sulu was loaded into the instrument. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. The instrument and sulu were cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.